Event description:
It was reported that during an unknown procedure, there was continuous leakage of co2 from the trocars. Other devices were used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Additional information was provided stating the sample in question was repeated two additional times on (B) (6) 2010, with results of <4 iu/l. The patient was treated with progesterone "for (B) (6)" and not due to the erroneous result.

Event description:
Complainant alleged that while attempting to defibrillate a (B) (6), female patient the device failed to discharge. The clinician removed and replaced the defib electrode pads and the device operated appropriately. Complainant indicated that the patient subsequently expired.

Event description:
A patient sample tested for hcg generated a result of 1255 iu/l. A new sample was drawn on (B) (6) 2010 and gave a negative hcg result (no specific result was provided). The first sample was retested and gave a result of 410 iu/l. The hcg reagent lot number was 156537. No information was provided to determine if erroneous results were reported or if the patient was adversely affected.

Manufacturer narrative:
A specific root cause could not be identified. Calibration data is in agreement with comparison data and quality controls are within range. No issue with the reagent or calibrators was identified. Assay/instrument performance checks were within specification. Based on the information provided, the customer was not using the recommended sample tube rack adapter. In addition, the centrifugation g force in use by the facility is to high based upon the tube manufacturer's recommendation. This can lead to elevated results. The patient was not treated based on the falsely high results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.